Manufacturer narrative:
Analysis of the lead, model 3998, lot no. 0206117333, found conductor broken, anchor site unknown: on the proximal segment of the lead leg for circuits #0 to #3, conductors #1 and #2 are broken at 8.4 and 8.5 cm from the proximal end, and on the proximal segment of the lead leg for circuits #4 to #7, all conductors #4, #5, #6, and #7 are broken at 7.0 cm from the proximal end.

Event description:
Additional information received reported that the there was an initial complaint against the ins, but their test allowed them to determine the lead was responsible and not the ins.

Manufacturer narrative:
Concomitant medical devices: product ID: 37702, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that impedances had been gradually rising for four months. All electrodes had impedance higher than 10,000 ohms. The patient had a return of pain and a loss of therapeutic effect. X-rays showed no abnormalities. A revision was done and the lead was found to have an anomaly. The lead was tested with a test cable during the revision. The implantable neurostimulator (ins) and lead were explanted. It was unknown if the issue was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.